Event description:
Procedure: appendectomy. According to the reporter: on the first firing, the jaws would not open. Additional resection was done to remove from the tissue.

Manufacturer narrative:
(B)(4)